Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and elevated metal ion levels.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to milky metallosis type fluid, sever metal stained synovitis, and pseudotumor. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2014.

Event description:
Update 02/18/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint was updated on 02/26/2014. Comment: there is a dor discrepancy between litigation and what was previously reported on the medical records. Due to accuracy, the dor from the medical records will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.